Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer stated via chat the pin in the brush head broke off and it fell apart while he was brushing his teeth. No injury was reported.